Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Initial report: as reported, during an unspecified procedure to treat the right lower extremity via retrograde approach, the hub of a flexor high-flex ansel guiding sheath leaked and separated upon insertion of the device. Access was obtained in the left common femoral artery. The dilator and an unknown wire guide were in the lumen of the device when the hub leaked blood and then separated. The anatomy was reportedly calcified; however, resistance was not reported. The sheath and dilator were not removed as a unit. The device was exchange for another manufacturer's sheath to complete the procedure. The patient is reportedly "doing well." There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event. Investigation - evaluation . Reviews of the drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. A review of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. The available evidence supports that the device was made to specification. An IFU is provided with this device, which warns, "if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal." The IFU further warns, "reinsertion of the dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal or flexor sheath, consider carefully reinserting the dilator prior to continuing removal." A CAPA was previously completed to address this failure mode for 4 to 8 fr. Kcfw, ksaw, & kcfn devices. One primary contributing factor was identified: cook flexor devices are able to be advanced into restrictive anatomies, and the CAPA investigation showed clinical users may be using these devices to force through restrictive anatomy, causing separation upon removal. Based on the information provided, no product returned, and the results of previous CAPA investigation, cook has concluded the patient¿s reportedly calcified anatomy contributed to this event. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure to treat the right lower extremity via retrograde approach, the hub of a flexor high-flex ansel guiding sheath leaked and separated upon insertion of the device. Access was obtained in the left common femoral artery. The dilator and an unknown wire guide were in the lumen of the device when the hub leaked blood and then separated. The anatomy was reportedly calcified; however, resistance was not reported. The sheath and dilator were not removed as a unit. The device was exchange for another manufacturer's sheath to complete the procedure. The patient is reportedly "doing well." There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event.